Event description:
Event description guidant received information that, 35.5 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) and was thus explanted. The device was returned to guidant corporation for analysis. There were no reported allegations made against this device's function or operation while implanted or at the time of explant.